Manufacturer narrative:
Correction - b5: surgical intervention has not yet taken place. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
System has not been explanted yet. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken in (B)(6) of 2025 wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.